Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01833, and 0001825034-2019-01834. UDI: (B)(4). Concomitant medical devices: unknown vanguard femoral, catalog#: ni, lot#: ni; unknown vanguard tibial tray, catalog#: ni, lot#: ni. Report source- foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, the patient was revised due to infection within one month post primary implantation. The infected bearing was reused as the size was not available at the time of surgery. A surgical delay of one (1) hour was noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined for infection; however, the surgeon reused a single use device during the revision surgery which is off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : palacos r+g bone cement catalog#: 66017772 lot#: 91000023, vngd ssk 360 femur r 72.5 catalog#: 185267 lot#: 3623285, vg 360 univ pst fm aug 72.5x10 catalog#: 185427 lot#: 476540, vg 360 univ pst fm aug 72.5x5 catalog#: 185347 lot#: 966280, series a pat std 40 3 peg catalog#: 184770 lot#: 959400, bmt 360 tib tray 71mm catalog#: 185203 lot#: 848340, bmt 360 tib aug 71x15mm ll/rm catalog#: 185253 lot#: 2506403, bmt 360 tib aug 71x10mm catalog#: 185233 lot#: 622100, bmt 360 tib lg cruciate wing catalog#: 185651 lot#: 433630, bmt smooth knee stem 18x80 catalog#: 145028 lot#: 171370. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.